Event description:
It was reported that a stent fracture occurred. A 3.00 x 28 synergy stent was advanced for treatment. During procedure, the 3.00 x 28 synergy stent shattered inside the patient.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. E1: initial reporter phone: (B)(6). H6: updated coding based on clarification from investigation. Device evaluated by manufacturer: the synergy device was returned for analysis. Visual, tactile and dimensional analysis was performed on the device. Visual and tactile examination of the stent noted the stent had been damaged, microscopic analysis of the stent identified bunching in the mid-section and struts lifted and misaligned along the entire length of the stent profile however, no stent fracture was identified. The stent was also moved proximally on the balloon and pushed over the proximal markerband. Additionally, tip damage was noted at the distal section. No other device issues were identified during returned product analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00 x 28 synergy stent was advanced for treatment. During procedure, the stent shattered inside the patient.